Event description:
Patient was being cannulated for ECMO and a 32fr. Crescent dual lumen cannula was placed without difficulty. During connection to the ECMO device, a tear/hole/break in the cannula itself was noted outside of the patient that allowed for bleeding. The cannula was exchanged for another 32 fr crescent cannula without difficulty. Patient subsequently lost 1.5l of blood and required 3u prbcs for replacement of loss. Spoke with cath lab manager who stated initially damaged ECMO catheter and packaging were put aside. However, secondary to the amount of patient blood loss, equipment became covered in blood and wasn't able to be salvaged without potentially becoming a safety concern for staff. All standards of care were followed in the cath lab once problem identified. There was no way to determine catheter had a tear prior to insertion. Patient has since been decannulated but remains hospitalized with several other critical comorbidities.